Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with metal on metal construct. Surgeon was unsure of original implant date. Patient was dealing with metallosis and the surgeon felt the patient would benefit from a head and liner exchange. Once dislocated, surgeon checked the stem and felt the trunnion was worn and the stem needed to be changed. Also, the patient had a lower spine fusion, so he felt the patient would benefit from a dual mobility construct. A new stem was implanted and the dm was trialed. The appropriate head size was selected and the real implant was opened and inserted. Hip was stable and the closing process began. Doi: unknown; dor: (B)(6) 2022; affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.